Event description:
The pt reported she received an occlusion message on her insulin infusion device which she cleared. She called for assistance in changing the insulin cartridge which she successfully did. She mentioned she has been on pump therapy for 15 years and frequently has an air bubble in her cartridge. She stated she uses room temperature insulin. During troubleshooting, the pt was advised to advance the piston rod up the cartridge chamber during the change the cartridge process. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for evaluation.